Manufacturer narrative:
Actual device not evaluated because, the device is not available to stryker. Evaluation will be not conducted and reported in the follow up.

Event description:
Upon receiving our recall letter regarding custom cranial implants, the surgeon made our sales rep aware of an explant due to an infection.